Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she was at the dr office (B)(6) 2019 because she was having difficulty urinating and was "passing blood" since (B)(6) 2019. Patient further reported that after the device was reprogrammed, they could not urinate at all. And they were able to decrease stimulation last night (B)(6) 2019 when and was at the ER and she was able to go to the bathroom. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's spouse: patient's weight at the time of the event was (B)(6), program 2, setting was 1.6 v. Patient had trouble at that setting, so on (B)(6) they set program 2 to 1.4 v and then the patient was able to urinate again. No further complications were noted or anticipated.